Event description:
Information was received from a patient (pt) regarding an external. It was reported that over the weekend/on saturday, they had trouble with their "medtronic gadget." Pt explain their controller displayed 'software problem,' then went blank/unresponsive, when they 'plugged in to charge'. Pt said they pressed the up/down arrows on controller and reset controller by removing and reinserting li battery, but the controller still didn't power back on. Patient services specialist (pss) had pt remove the li battery pack and plug controller in the ac power supply; the screen still did not come on. Pss then had pt reinsert the li battery, and the screen remained blank. Patient (pt) called back and reported they received replacement controller yesterday. Pt reported when they started using the replacement, they saw 'software problem, call medtronic' (couldn't recall any additional information), then they tried resetting the controller a couple times by removing and reinserting their li battery pack. Pt had someone in the background that was assisting them while on call - pt said they weren't very good with electronics. While on call, pt got controller to power on and started wi th pairing instructions; but after 'connect recharger position over implant' the screen displayed 'battery empty' and couldn't continue. Pt said they had plugged the controller in to ac power to charge already, but the green light hadn't been flashing on controller. A replacement battery pack and ac power supply were sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the device, model # 97745nt, s/n (B)(6), revealed main board won't power up due to corrosion on board. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.